Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 6f sheath. There was no report of pre-procedure femoral angiogram to assess suitability of closure. Following the procedure, the physician who is still in training with the aci clinical specialist proctoring the case, used the device to close the femoral artery. There were no complications during the procedure and a post procedure femoral angiogram was taken to confirm that there was no evidence of intra-arterial deployment of the sealant. Immediately following closure, an acute hematoma measuring less than 6 cm formed at the access site. The aci sales professional stated that this was likely due to too much tension and aggressive tamping with the advancer tube. The hematoma was resolved after 10 minutes of manual compression. Since the procedure was performed at the end of the day, the patient was kept overnight. The following day, the patient was ambulated, however post ambulation, the patient experienced a new hematoma at the same access site. The size of the hematoma was reported to be over 6 cm. Manual compression for 20-30 minutes was applied, however the patient vagaled and became hypotensive. An ultrasound test was performed and pseudoaneurysm (psa) was ruled out. On (B)(6) 2011, the patient was reported to be doing fine so she was ambulated and discharged to home with no medication and no reported clinical sequelae. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.